Manufacturer narrative:
(B)(6). Manufacture date: unknown, because the serial numbers were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that about 20 to 30 intraocular lenses pcb00, in a 3 month period, were unfolding with the haptics stuck together in the middle of the optic. There was a long unfolding time even with manipulation using second instrument or inspiration/aspiration (I/a). There are no reports on patient outcomes. No additional information was provided.

Manufacturer narrative:
No visual inspection was performed as the lenses remain implanted. The reported complaint could not be verified. Manufacturing records reviews: since the serial numbers are unknown the manufacturing records cannot be reviewed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.